Event description:
The customer reported that during a red blood cell exchange (rbcx) procedure, they received multiple alarms including 'patient's fluid balance may be (B)(6) lower than reported' alarm. They checked the tubing on the front panel for obstructions, but didn't see any. They successfully completed the procedure on a new machine. Per the customer, the patient is 'fine' and resting. No medical intervention was necessary for this event. The customer declined to provide the patient identifier.

Manufacturer narrative:
This record was identified during a retrospective review of MDR's to identify records in which an event occurred, but the type of reportable event was not indicated appropriately in the MDR form. This supplement is being filed to modify information in and to align with the reported event.

Manufacturer narrative:
Additional manufacturer evaluation method code: simulated use testing investigation: normal saline was used for replacement fluid. The customer stated that when they unloaded the set, the loading in the centrifuge looked 'fine'. The run data file (rdf) was analyzed for this event. Based on the run data file analysis, the spectra optia system operated as intended. The spectra optia system is designed to monitor the fluid pumped into the product bag as well as the amount of fluid returning to the reservoir. The upper and lower reservoir sensors are designed to identify unexpected fluid in the reservoir. In this run, the patient fluid balance alarms were triggered when the system detected a discrepancy in the amount of fluid that was expected in the reservoir. This is commonly caused by an obstruction in the replace, remove, or plasma lines and the alarm screens provide troubleshooting steps for the operator to follow when the alarms are triggered. It is not clear if the troubleshooting steps were followed to address these alarms during this run. Following the final ¿patient¿s fluid balance may be (B)(6)% lower than reported¿alarm, the system forced the operator to discontinue the procedure in order to protect the patient¿s fluid balance. The rdf shows that the system predicted 1041 ml was in the remove bag so it is confirmed that fluid was being diverted to the remove bag since actual volume in the remove bag was approximately 1884 ml. The disposable set containing blood with 6l remove bag of rbcs was received for investigation. The customer also included the blood warmer and blood warmer tubing for investigation. The set was visually inspected for misassembly, missing parts, kinks, occlusion and other manufacturing defects, none were found. Several small clots were observed in the channel, no other clots were observed throughout the set. There were no obvious signs of misloading of the set. The rbc remove bag fluid was weighed and had a measurement of 1940 g. The % tbv was calculated as (B)(6)%.the machine was checked out at the customer site by a terumo bct service technician and was found to be operating within specifications. A full autotest and saline run were performed with no issues found. Root cause: the cause of the diverted fluid is not known and was not able to be determined via run data file analysis or investigation of the returned set. Fluid diversions are typically caused by an obstruction of the replace, remove, or plasma lines. Several small clots were observed in the channel during part evaluation but it is not confirmed if the clots were due to the patient's higher platelet count and present during the procedure or if they had formed when the set was being sent back for evaluation.